Event description:
Info received indicates, the account has concerns about parameter corruption of volumetric accuracy.

Manufacturer narrative:
The pump's log file was downloaded and reviewed. The pump did not appear to have a parameter corruption issue. A volumetric accuracy test was performed on the pump and found the pump to be slightly out of spec. During servicing, it was discovered the wrong rotor had been installed in the pump during a previously servicing. The rotor was replaced to resolve the issue. Pump passed volumetric testing after the replacement. This report is part of a retrospective review for complaint reportability.